Event description:
It was reported that the patient experienced an infusion set adhesive failure where the tape did not adhere to the skin during the insertion process on (B)(6) 2026. The issue reported occurred with three sets.

Manufacturer narrative:
Initial 1 of 3 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.